Manufacturer narrative:
H6. Component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: no product was returned. Insufficient data logs returned. The clinical details state that on 9/18, it was noted that the ao placement signal was significantly different from the patient's bp cuff. The ao signal was about 79/45 (65) and the bp cuff was about 97/74 (83). This is roughly about a 20mmhg difference. The data logs show that before starting the pump there were instances of psnr alarms but they resolved right after starting the pump. When the pump was started, the ao ps was about 65mmhg and 5s parameters were stable with snr about 7500, and contrast of 25% while the pump was at p-7. On (B)(6) through (B)(6), there were some instances of ps low alarm triggering. During (B)(6), during the reported issue, the p-level was changed between p-5 and p-3 with the mean ps values being in the 50's. The alarms resolved and did not trigger for the duration of the case with ps values about 65mmhg. There were no rt logs returned during this time to further zoom into the issue and observe the waveforms. Due to a lack of product returned and no rt logs returned during the time of the reported issue, the root cause of the optical sensor issue cannot further be established. Device history lot: device lot: 1942025. Device history batch: subcomponent lot: n.a. Device history review: this pump s/n (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the aortic placement signal was significantly different from the patient¿s cuff blood pressure, although no alarms were present. The aortic signal was seventy-nine over forty-five with a mean of sixty-five, while the patient¿s blood pressure was ninety-seven over seventy-four with a mean of eighty-three. The left ventricular signal was seventy-seven over negative nineteen.